Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low impedance warning was triggered for both the right atrial (ra) lead and right ventricular (rv) lead and p- and r- waves were widely variable. A chest x-ray was conducted but identified no lead issues. Unipolar impedance was noted to be lower. Both leads remain in use and the patient remains under close monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a chest x-ray showed thinning of both the right atrial (ra) lead and right ventricular (rv) leads in the clavicle area. Both leads were explanted and replaced.